Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be cracked. Functional testing was performed, and the root cause was determined to be the cracked dso seal. The dso seal was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion alarm at low pressures. The event occurred during preventive maintenance.